Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose with a reported value of 401 mg/dl while using the ilet with a contact detach infusion set and fsl3+ continuous glucose monitor (cgm), after insulin in the cartridge ran out and dosing stopped for several hours. The user subsequently replaced supplies but twice encountered leaking cartridges and required additional changes, and education was provided on monitoring and supply management. Symptoms included hyperglycemia with urinary frequency. Outcomes included a missed dose and a delay to treatment or therapy without hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.